Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4), the full lead was returned and analyzed. It was noted there were helix disengaged from helical channel, defib conductor distorted, inner tubing kinked/buckled, connector pin bent, blood in/on helix/lobe mechanism (sleeve head), blood in/on helix/lobe mechanism, and stylet stuck in lead-distal coil. The analyst visual noted the lead was returned with bent connector pin.

Event description:
It was reported that during implant and the second attempt to position the lead in the subclavian, the helix would not extend after over twenty five turns were attempted. The lead was removed from the body and attempted on the table as well with no success. The lead was not used and a new one implanted. There were no patient complications reported as a result of this event.